Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included the use of a qdot micro ablation catheter and experienced a cardiac perforation treated with a pericardiocentesis. Anesthesia had noticed that the patient's blood pressure dropped. The physician checked and confirmed the pericardial effusion and cardiac perforation on the fluoroscopy machine. The medical intervention provided to the patient was a pericardiocentesis and about 1l of fluid was removed. The patient has fully recovered. Correct settings were used on devices and no errors noted on equipment. The event occurred during the ablation phase. The physician¿s opinion on the cause of the adverse event was that it was patient condition related.